Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a relationship between the reported patient effect and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending (lad) coronary artery that was mildly tortuous and moderately calcified. While deploying the xience pro 2.5 x 23 mm stent, a dissection occurred. The dissection was treated with another xience pro stent. There was no reported clinically significant delay in the procedure. No additional information was provided.